Event description:
Caller states the customer received a result of 94 mg/dl on the aviva combo system while a comparison lab returned as 58 mg/dl, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).